Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7071685/7071689.

Event description:
It was reported that the patient underwent an explant procedure due to spinal cord stimulation (scs) not providing adequate pain relief. The explanted device components will not be returned.